Manufacturer narrative:
The customer reported complaint of the autopulse displaying error message "system error, out of service. Revert to manual CPR" was confirmed during the initial functional testing. The processor board and lcd display were replaced to remedy the complaint. The lcd display was replaced since the lcd was glued onto the original processor board. The review of the archive data indicated an error message user advisory (ua) 136 (internal parameter corrupted) that appeared on (B)(6) 2016. The date and year is also corrupted. The initial functional testing could not be performed due to the "system error, out of service. Revert to manual CPR" was displaying upon power up. The root cause was attributed to a faulty processor board which was replaced allowing the platform to function as intended. During visual inspection it was noted that top cover, encoder cover, motor cover, and battery compartment were cracked. Damaged flexible patient restraint assay and missing battery partition cover were also noted. Autopulse is a reusable device and was manufactured january 2007. The damage found is characteristic of normal wear and tear for the life of the device. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top cover, encoder cover, motor cover, battery compartment, flexible patient restraint assay damaged and missing battery partition cover were replaced. After replacing the processor board and lcd display, the autopusle has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying system error when powered on. No patient involvement was reported.